Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had to try 3-4 times before actually voiding. They felt the sensation 'not really an urge' to void but was unable to void completely. Patient was attempted to assist in switching sides but patient was not home. Patient was not feeling stimulation on right side. Patient thought that they might have moved the lead while sleeping. They mentioned that they saw cannot provide desired settings was displayed when attempting to increase stim. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device lead. Model product ID corrected. If information is provided in the future, a supplemental report will be issued.